Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, in order to revise the skin flap due to the patient experiencing retention issues. The implanted device remains in-situ.